Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not detected on bus, which located on 3n3. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident it was determined that the device was not detected on the bus. The field service engineer (fse) replaced the control board checked all connections wires and verified voltage to the board. The fse performed testing in hardware test application and no errors were found. The customer tested the device afterward and the service was completed with no additional issues reported. The system functioned after the field service engineer repaired the device.